Event description:
The complainant reported that the pt had previously undergone the therapeutic procedure of having the push g-tube enteral feeding device placed. A few weeks later the pt returned presenting with an abscess. The pt was admitted to the hosp for treatment of the abscess and infection. The pt was reported to have later expired (date unk). The complainant indicated that the facility has not yet determined the source of the infection. The facility's investigation into this event has not yet concluded.